Manufacturer narrative:
The sample was collected in bd gold top serum separator tube. A minor preventive maintenance was performed on (B)(6) 2011. Qc was within the established ranges. Review of the archive file showed no system error messages. Service was on site on (B)(6) 2011. The field service engineer (fse) ran high sensitivity system check, which passed the specifications. No hardware issue was identified. No definitive root cause for this event has been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a higher than expected ckmb result generated by unicel dxi 800 access immunoassay analyzer for one patient. The result was not reported out of the laboratory. Previous and subsequent testing on the same sample produced lower results. There was no report of death, injury, or change to patient treatment attributed or connected to this event.